Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert, alert 07, was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the charging supplies, and the pump began charging again, requiring no further assistance.